Event description:
It was reported that the lesion was predilated with 2.0 x 15 voyager balloon at 10 atmospheres. A 2.75 x 18 mm xience v was advanced to the lesion; however, upon deployment it was noticed that the stent implant was not opening properly, even at 14 atmospheres. The stent delivery system was removed from the patient and another device of the same size was used to successfully completed the procedure. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: jl3.5 launcher. Sheath: 6 f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted the stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The protective sheath was returned over the stent and the stylet was returned advanced through the tip and guide wire lumen. Factors that could have contributed to difficulties inflating the balloon/deploying the stent include, but are not limited to, patient anatomical/lesion morphology and patient disease state, contrast concentration, balloon materials, manufacturing, inflation lumen obstruction, interaction with accessories (indeflator, rotating hemostatic valve, or guiding catheter), placement of the balloon within lesion, or inflation technique. To ensure that this is not a manufacturing deficiency, all products are 100% visually inspected for balloon damage and leak tested during manufacturing. The reported difficulties were unable to be confirmed as an indeflator, filled with grastrografin diluted 1:1 with water, was used to inflate the balloon to the rated burst pressure and the stent implant was deployed and there was no damage noted to the balloon. It is possible there was a faulty connection between the catheter and the inflation device; however, this could not be confirmed. It was noted during review of the lot history record that the xience v was used past the expiration date. The product packaging was not returned; therefore, the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of 3/10/2010, which is 18 months from the date of manufacture (9/2008), as specified in the product specification at the time of manufacture. This confirms that the product was labeled correctly, and based on the reported information the product was used past the labeled expiration date. It should be noted that the xience v instructions for use states: note the product use by date specified on the package. It does not appear that the use after expiration contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to deploy or inflation issues for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties were unable to be confirmed and there is no indication of a product quality deficiency.